Manufacturer narrative:
A medtronic field service engineer went to the site and replaced the cp and detector panel. Also, performed cp1-cp2 upgrade. After part replacements the representative performed a system checkout. System passed all software, hardware and instrument testing. No fault found. System performed properly. Issue could not be replicated after part replacements.

Event description:
A site representative called to report that during a spine case, the o-am images had bad pixel and artifact. The artifact occurred during the first spin of the case. They were still able to use the spin however. No impact to the patient.

Manufacturer narrative:
Additional information: patient age and weight provided.

Manufacturer narrative:
The hardware investigation of the returned cp1 and detector panel found that the reported event was related to an intermittent issue with the cp1. The tester installed the returned cp1 and detector panel in a test imaging system. The system readied as expected and gain cals were successful. While under test there were several images in which artifact was present in the 3d image. This was intermittent with a very low rate of occurrence. While using a known good cp1 with the detector panel, the image was as expected each time. The reported event was confirmed.